Manufacturer narrative:
Investigation completed 10/02/2017 on returned product: excessive movement was found in the swivel and the torque screw was found to be defective by not returning to its' original position. (Retaining ring slipped - old style design) these two problems are attributed to the root cause of the slippage.

Manufacturer narrative:
This investigation was completed on 12/15/16. Device history record reviewed. This device was manufactured on april 30th, 2015 and a review of the DHR (work order # 123060) containing lot code 154 and serial number (B)(4)showed that this lot passed the required inspection points without reworks, mrrs or variances. There is no service history for this device. No manufacturing or design related trend has been identified. Product was not released for inspection after several documented requests. In summary, the device was not released for evaluation. Therefore, the root cause to the end users experience could not be determined. Due to the nature of this reported failure, the mayfield patient positioning for success chart has been provided to the customer as a refresher tool.

Event description:
This is the second of two reports (same product ID, same product problem, same user facility). Linked to mfg report: 3004608878-2016-00320. The a3059 mayfield composite series skull clamp slipped. No other information was provided. Additional information was requested.